Event description:
It was reported to medtronic minimed that the customer stated that the button was pushed for more than 3 minutes and had the stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails, broken belt clip rails, cracked keypad overlay. Pump passed self-test. No stuck button error alarms noted during testing. All buttons functioned properly. Verified pump alarmed stuck button on 31-may-2025 in pump downloaded history. Moisture damage noted on keypad assembly and j1 connector on pcb1 but was locked properly during visual inspection. Unit successfully downloaded to thump. The electronic assemblies were inspected and no anomalies noted other than moisture damage to keypad assembly and j1 connector on pcb1. Alleged unresponsive keypad / stuck button alarm was not confirmed. However, moisture damage was note to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.